Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted device was discarded.

Manufacturer narrative:
Exact date unknown, event occurred the past several months.